Event description:
Dr reported that a file separated "...in the coronal half of a canal, leaving approx 5mm intracanal." The pt is scheduled for a follow-up visit, though is not known as of this report if the separated piece was successfully retrieved.